Manufacturer narrative:
This report is submitted on august 17, 2018.

Event description:
It was reported that the patient experienced poor performance with device; however the issue could not be resolved. The implanted device remains and the patient is being clinically managed by the healthcare provider.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery. The device has not been made available to the manufacturer for analysis. This report is submitted november 28, 2019.